Manufacturer narrative:
The t:slim x2g6 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer observed an obstruction within the cartridge tubing. Reportedly, the customer was using fiasp insulin within the cartridge at the time of the occlusion alarm. Tandem technical support educated the customer that per the t:slim x2 basal iq user guide, fiasp insulin has not be tested for use with the pump. Customer acknowledged the information. Reportedly, the pump supplies were changed to address the issue.